Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus shanghai (osh), (received at osh on (B)(6) 2022. The evaluation at osh confirmed that the ceramic insulation at the distal end of the resection sheath was broken and the instrument¿s tube was bent. Furthermore, the sealing ring was found to be aging and broken and the cap was loose. This type of damage is typically caused by thermal and/or mechanical fatigue caused by wear and tear in combination with excessive force. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether there had already been pre-existing damage or if the insulating insert and/or the entire instrument had already been worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing cycle or during the last use of the instrument in a procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during preparation for use for an unspecified electrosurgery procedure it was noticed that the insertion part of the resection sheath was bent. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.